Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product for a triple platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to an alleged device malfunction with the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima accel system operated as intended. The measured wbc count of the product doe not quality as a wbc failure per the current FDA guidelines of 12 x 10 to the power of 6 for a triple platelets product collection. Conclusion: no failure occurred.